Event description:
Customer reported their control is failing for bilirubin.

Manufacturer narrative:
Customer reported the ichem velocity failing ca control for bilirubin. There were no reports of patient results being affected and no reports of change to patient management as a result. An iris field service engineer (fse) observed the probe was worn and the alignment of the probe was off. The fse replaced the probe and adjusted the alignment. The fse ran qc which passed. System was operational.